Event description:
A us distributor reported that a battery and monitor would not power on.

Manufacturer narrative:
Device evaluation of battery 86435787 has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted from the damaged battery. Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The monitor's battery ears were bent causing the faults. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.